Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, picture was received. Picture was reviewed and no defect has been found. The rasp extraction adaptator seems intact. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 7 products rasp extraction adaptator, reference (B)(4), batch 0514554110 were manufactured on 18th may 2011. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the raw material certificates demonstrate that the raw materials were complying to specifications. No other similar complaint has been recorded for rasp extraction adaptator, reference (B)(4), batch 0514554110 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during surgery.